Event description:
Customer reported a missed antibody on the galileo. The facility was performing pool cell testing when a donor sample containing anti-k reported unexpected negative reactions.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention crrs (pooled), lot n177. This lot was used by the customer at the time of the event. Customer's returned sample exhibited 3+ hemolysis; therefore, galileo testing was not performed. Manual testing was performed with customer's sample with retention crrs (pooled), lot n177. The sample exhibited weak reactivity with pooled cells.